Event description:
At the completion of a pacemaker implantation, the lead was placed and electrical tests were normal. While the sleeve was being sutured into place, the sleeve and lead broke. It was reported the suture was not over-tightened. The lead was replaced with a non-abbott product. There were no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece without the suture sleeve. The reported event of lead damage was confirmed. Visual inspection of the lead found outer insulation damage and outer/inner coil was compressed. The cause of the damages was consistent with suture sleeve tie down damage. The reported event of suture sleeve damage was not confirmed as this component was not returned for analysis. Based on the information received, the cause of the event was consistent with damage during use.